Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6). Investigation summary: the device was received and evaluated at the service center. The reported complaint that the device does not work anymore was confirmed. It was found that the motor was corroded and was noisy during operation. There was a short circuit in the motor cable and the resistance value of the keypad of the handcontrol set was out of specifications. The motor, motor cable and the handcontrol set were replaced and the device was cleaned, tested and found to be fully functional. Fluid ingress into the system and contact with the motor is responsible for the corrosion of the motor and would have caused the damage to the motor cable, resulting in the short circuit. The corroded motor has a tendency to stick and not turn, hence would have caused the noisy operation. However, given the information provided we cannot discern a definitive root cause for the defective keypad of the handcontrol set. A manufacturing record evaluation was performed for the finished device (serial number : (B)(4), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the affiliate via phone that during an unknown procedure the micro tornado hp w handcontrol did not work anymore. No patient consequence and no surgical delay was reported. No additional information was provided.